Event description:
As reported, a male patient of unk age presented for an endovenous laser treatment. During the ablation treatment, the treating physician re-advanced the laser fiber and ops sheath into the pt¿s vein without fully advancing the laser fiber through the ops sheath. When the laser generator was activated, the laser fired inside the ops sheath, causing a piece of the ops sheath to burn off and enter the pt¿s vasculature. The pt was transported to interventional radiology and the piece of the ops sheath was successfully removed from the pt¿s right atrium. There was no report of harm or injury to the pt due to this event. The pt is reportedly fine. It was reported that the device involved in this incident is available to be returned to the MFR for eval.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device involved in the incident is available to be returned to the MFR for eval. Attempts are being made by angiodynamics to obtain the device from the user for eval. An investigation into the root cause for incident is currently in progress. The result of the investigation will be sent via follow up medwatch. (B)(4).